Event description:
It was reported to the physician by the coroner that the patient had passed away. The cause of death was unknown. After follow up with the coroner, the official cause of death for the patient is still under investigation. The vns device was explanted by the coroner's office and is kept as evidence. A manufacturing review was performed and the lead and generator passed all sterility tests prior to distribution. No additional relevant information has been received to date.

Event description:
Additional information was received from the coroner's office stating that the cause of death was "probable myocardial ischemia and/or dysrhythmia." The manner of death was stated to be natural.